Manufacturer narrative:
E1: patient city:(B)(6). Patient country : slovakia.

Event description:
Reference number (B)(4). Event occurred in slovakia. On (B)(6) 2024, it was reported by the patient that infusion set not adhering. Infusion set was in use for 3 days. No further information available.